Event description:
Allegedly, the day after surgery, patient felt a pop and fell.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.complaint history reviewed. Device history record reviewed.evidence that product in spec when used. Use of device could not be determined.

Event description:
Allegedly, the day after surgery, patient felt a pop and fell.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is complete.